Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.